Manufacturer narrative:
(B)(4).

Event description:
The early replacement indicator displayed approximately 2 months after implant. Device interrogation revealed no shorts were present. The battery longevity was calculated to be 2 months using the following parameters: 3 programs, amplitude 4.8 volts, 4.0 volts, 4.7 volts; pulse width 450 microseconds on all programs; rate 80 hz; impedance of 306 ohms, 323 ohms, 165 ohms. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.